Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate an analysis of the customer provided image revealed that the anchor is broken. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. Based on the information provided, forceps were used to remove the broken fragments, and no remnants were left in the patient. According to the report, the surgeon used a different healicoil knotless self-tapping anchor successfully to complete the procedure. Reportedly, this time the bone preparation occurred with a bone punch without a significant delay. Since there was no injury reported to this patient, no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder surgery, when the orange knob of the healicoil knotless self-tapping was pressed to progress anchor into bone, the peak anchor split on insertion. The doctor had to use forceps to remove broken peek fragments and was able to pull the metal tip out of the humeral head, leaving no remnants of the anchor. Another healicoil knotless self-tapping was opened and used successfully. There was non-significant delay and no other complications were reported.